Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency department after receiving seven shocks due to t-wave oversensing (twos) in the right ventricular (rv) lead. It was further noted that the patient was diagnosed with pulmonary emboli and cancer and it was believed that these conditions contributed to the oversensing. The sensitivity of the rv lead was reprogrammed and later the device was inactivated via programming due to the patient's cancer. No further patient complications have been reported as a result of this event.